Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
I am hoping you can help me. I bought your product, the dental protector. After the first use, it was in two pieces, hard and soft. I called the toll free number and they said you would send me a replacement, that would be great. Hope it doesn't come apart again.